Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photos of the device have been received; evaluation yet to begin. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Device patch with lot number 2235648 and catalog number 115-272g. ¿ rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture; "fluid around the breast prosthesis" device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed 1 opening assessed as fold flow opening. As per the investigation procedure, creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture, "small amount of fluid around the breast prosthesis", and "non-specific small open nodules on chest CT". Healthcare professional also reported the following events, which are not device-related: ¿hyperlipidemia¿, ¿thyroid nodule¿, ¿superficial gastritis¿, ¿hepatitis b¿, "liver cyst", ¿an increase in blood pressure¿, and ¿red blood cell growth¿. The device has been explanted and replaced.